Event description:
The customer reported that the staff heard a loud snap/pop. The system ramps to the maximum technique.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the darlingtons and swapped the u10 chips for proper waveform functions. The system is operating as intended.